Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent incision and drainage of a recurrent abdominal wall abscess on (B)(6) 2018 during which the surgeon noted purulent fluid was drained and cultured. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted moderate sized hernia with omental adhesions to old mesh. The old mesh was noted to be in a clump and it was excised and removed. It was reported that the patient experienced severe pain, abdominal pain and stomach problems. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 6/21/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 7/12/2024. Additional information: a2. Corrected: a3a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.